Event description:
New information on 12/18/17 stated that the patient was asymptomatic throughout the event and was in stable condition post operation.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited high output. The device was electively explanted due to nearing elective replacement indicator. No further information was available.

Manufacturer narrative:
The device was bench tested and no anomaly was detected.